Event description:
It was reported that when the device was used during an unknown procedure, the staples are not forming completely, leaving "dog-legged" shape and not closing skin edges completely. The contact reports that one out of every five staples is not forming properly. Only a single staple was provided by the surgeon as an example of the problem (it is enclosed) and no lot number was provided. Another device was used to complete the case. There was no consequence to the pt.